Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of atrial sensing was noted on the device following a cyber-security update. The device was reprogrammed to resolve the event and the patient was stable with no consequences.